Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: dtba1d1, bi-v ICD; implanted: (B)(6) 2014; model: 7122, competitor lead; implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead had dislodged "sometime after implant" resulting in high thresholds throughout the usage of the lead. The lead has been capped and an epicardial lv lead has been implanted. No patient complications have been reported as a result of this event.